Event description:
A physician reported a pt who was double skin tested on 5 may 1997 in the forearm and 2 june 1997 in the forehead with negative results. On 17 july 1997, the pt rec'd her first treatment into the glabella and nasolabial folds. The pt called the physician on 3 september 1997 and reported the onset of redness at the forehead test site and glabella. On 4 september 1997, the pt presented with a 5 x 7 mm area at the test site on the forehead that was pink, indurated, thickened and tender to pressure with no itching. The pt also had a persistent reddened nodule at the glabella. The forearm skin test site and the nasolabial fold treatment sites were asymptomatic. The physician was unsure whether the symptoms were a hypersensitivity, and prescribed warm compresses and temovate e cream. On 16 septembery 1997, the glabellar symptoms persisted; intralesional kenalog was injected into the glabella. A phone contact (date not specified) indicated this helped somewhat. The pt had not returned to the office as of 1/99.